Manufacturer narrative:
The device was evaluated and found to be within specification. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that patient experienced allergic reaction during a dental procedure with tph spectra st effects as one of the products. The symptoms reported include redness and swollen lips. The doctor removed the material and the patient has been taking benadryl and has noticed the symptoms improving.